Manufacturer narrative:
Follow-up #1: date of submission 05/19/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related alarms. Using the returned battery cap, the pump powered on and functioned properly. The display screen was fully illuminated. Pump casing was opened and no internal issues were found. The investigation was unable to verify or duplicate the reported blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the display was blank. The reporter stated that there was no evidence of moisture or corrosion in the pump and the issue was not resolved by reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.